Event description:
It was reported that the patient had trouble charging and went into overdischarge (od). No falls or accidents were reported. A physician mode recharge (pmr) was recommended. It was further reported that the patient last felt stimulation and last recharged 4.5 months prior. The patient was getting great coverage and had no stimulation issues. The patient was going through personal issues. The patient had done 1 pmr last week at home and did not get to the normal recharge screen. A company representative was in the process of doing a pmr and received the por message. Clearing the por was reviewed. It was reported that 3 pmrs had been done back to back. The patient was unable to wait at the doctor so went to complete the others on her own. There was some concern the device wouldn¿t come back. It was reviewed that they do come back if enough time is put in. The representative would have the patient do a couple more pmrs and then meet with her later to hopefully clear the por. There was no weight loss and the patient was fit. It was further reported that the patient was going to meet with a company representative on (B)(6) 2013 to troubleshoot. Additional information reported the patient ¿would be getting the battery replaced.¿ additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).